Event description:
Procedure type: lap chole. According to the reporter: catch bag did not synch completely on one side resulting in bile escaping from the bag. Wash out and close. This issue is the pt was to have a hernia repair after the lap chole, however due to the contaminated field the second part of the operation could not be completed. Pt outcome: pt healthy, however will require a second operation to complete the hernia repair.

Manufacturer narrative:
(B)(4).